Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
A2: average age. A3: majority sex. B2, b3, d6: estimated. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Age: average age. Sex: majority sex. Dates of death, event, and implant: estimated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: "efficacy and safety of ultrathin, bioresorbable-polymer sirolimus-eluting stents versus thin, durable-polymer everolimus-eluting stents for coronary revascularization of patients with diabetes mellitus."

Event description:
It was reported through a research article identifying the xience prime stent may be related to death, restenosis, thrombosis, ischemia, myocardial infarction, st elevation, and treatments with target lesion revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled: ¿efficacy and safety of ultrathin, bioresorbable-polymer sirolimus-eluting stents versus thin, durable-polymer everolimus-eluting stents for coronary revascularization of patients with diabetes mellitus.¿